Manufacturer narrative:
The device has been explanted and should be returned to the MFR for evaluation.

Event description:
The implant was explanted on med grounds. The electrode array was inserted in the external semi-circular canal instead of the cochlear, so causing the pt vertigo. The pt was first implanted in 2006 and underwent revision srugery the 2nd day - the surgeon tried to relocate the electrode in the cochlear but the surgery was not successful, the pt still suffered from vertigo. The pt was explanted and re-implanted in about 3 wks later.